Event description:
The facility reported a colleague infusion pump with a failure code of 814:04. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was not confirmed or reproduced during product evaluation. No assignable cause could be provided for this condition and no repair was necessary. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by quality engineering of the event history log review, the failure code of 814:04 was not confirmed. The last failure code to have occurred prior to evaluation was a failure of 570:320:654:0000, and hence will be captured in the coding. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.